Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. Customer¿s blood glucose was 18 mmol/l. Customer stated that insulin pump received insert battery alarm. Customer mentioned display did not return after restart. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, and active current measurement. Device failed sleep current measurement and received unexpected battery power loss due to corroded electronic assemblies. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin on keypad assembly.